Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient experienced no audio output from the receiver. According to the report, the patient was driving and the device did not alert her. She blacked out and bottomed out behind the wheel of the car. The police officer had to burst her passenger side window to extract her from the vehicle and take her to the hospital. The patient was taken to the hospital by the ambulance and was observed for couple of hours. At an unspecified moment, the blood glucose (bg) was reportedly 54 mgdl. The continuous glucose monitor (cgm) estimated glucose value (egv) at that time was not specified nor clarified. The patient was assisted by nurses and doctors during intervention in the emergency room. As per the patient she did not recall what medication was provided to her. She was discharged after 5-6 hours. At the time of the report, the patient was okay and normal. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.